Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that the crown came off. Found that the implant had fractured. Patient will return to replace implant. No further patent impact , type 2 bone site 5.

Manufacturer narrative:
Zimvie received one (1) tsvtb13, (imp,tsv,3.7,13,mtx,mg) for evaluation. Visual evaluation was performed, implant had signs of use with bone debris on external threads. Damage to the implant was identified. The implant was trephined. The implant was fractured at the collar. DHR review was completed for the subject lot number 1251906. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1251906 for similar events and no other complaint was identified. The customer did not submit images for the reported event. Based on the investigation and risk management file review the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, a device malfunction did occur. The implant was fractured at the collar. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report, g3: date received by manufacturer, g6: checked "follow-up", h2: checked follow-up type, h3: changed "no" to "yes", h6: entered evaluation codes, h11: added manufacturer narrative.

Event description:
No further event information available at the time of this report.